Event description:
(B)(6), distributor in (B)(4), reported that a patient experienced a post-op device fracture and removal. The broken device was replaced on (B)(6) 2009, with another implant of the same size.

Manufacturer narrative:
Cause of fracture cannot be determined. However, fracture is consistent with those known to occur as a result of bending overload where the bony support of the stem has been compromised. Visual examination was performed on the component with the aid of a stereomicroscope. Examination revealed that the fracture appearance is consistent with rapid brittle, bending fracture. This type of fracture may result from bending overload where the bony support of the stem has been compromised. A lot trace performed for the component demonstrated that the device met all applicable manufacturing specifications. A root cause analysis has been performed for this event type. Several potential causes for the component fracture were identified and include in the following: excessive force applied at impaction; excessive load placed upon implant, post-op; brittle material. These issues have been anticipated in the risk analysis for the mcp; therefore, no further action is required at this time. Continued monitoring is recommended. A response was provided to the distributor on (B)(4) 2009.